Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device mixing pump was not performing to specification. Mixing pump head was replaced. Unit had filling issues. 1/2 l tube was replaced due to expansion. Circulation pump head and manifold transducer on circulation pump were replaced. 1/2 l tube was replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the mixing pump was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank in an arctic sun device. Unit had filling issues and replaced pump head and manifold transducer on circulation pump. Replaced both pump heads and manifold transducer. Per sample evaluation results received on 11may2023, it was reported that the unit had filling issues. It was stated that the 1/2 l tube was replaced due to expansion.

Event description:
It was reported that the mixing pump was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank in an arctic sun device. Unit had filling issues and replaced pump head and manifold transducer on circulation pump. Replaced both pump heads and manifold transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.